Event description:
In early (B)(6) 2019, the ICD associated to the subject atrial lead was replaced due to battery depletion. On april (B)(6) 2019, the whole defibrillation system was explanted due to pocket infection. The preliminary analysis of sterilization records did not reveal any anomalies.

Event description:
In early (B)(6) 2019, the ICD associated to the subject atrial lead was replaced due to battery depletion. On (B)(6) 2019, the whole defibrillation system was explanted due to pocket infection.